Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
A customer reported via phone call indicating that they experienced unexplained high blood glucose of 537 mg/dl. The customer states that the issue may be related to a bent cannula. The customer was hospitalized and was transported by paramedics. The date of admission was (B)(6) 2016 at 10:30 pm. The customer was treated for the high blood glucose with IV drips. Customer was wearing the insulin pump during their hospital stay. The customer was educated on the proper site and insertion technique of the sensor to avoid any issues in the future.